Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), it was noted the lens was not sitting correctly in the capsule. The lens remained in the eye. When placed in the eye, the lens was firm, however, when it became soft it subluxed forward. The patient returned the following day and the surgeon again noted it was not correctly in the capsule and it was coming forward towards the anterior chamber. A lens repositioning procedure was performed three days later. During the repositioning procedure, the surgeon noted the leading haptic was bent/twisted. The patient required an additional procedure to reposition the lens. The lens is now positioned correctly and the patient has had a good outcome. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).